Event description:
It was reported that an ilet user experienced hypoglycemia and needed to refill insulin cartridges more often than usual, leading to a request to return the device; the device continued to be used during this period, and no device alarms or alerts were reported. Symptoms included hypoglycemia with a reported nadir of 60 mg/dl and an estimated duration of 30 to 40 minutes outside the target range. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of user-reported event details and coordination with the healthcare provider and field team regarding the return. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component failure was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.